Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A nurse reported a system message displayed and experiencing an illumination issue during a procedure. The case was complete with no harm to the patient.

Manufacturer narrative:
The company service representative examined the system and replaced the xenon lamp. Preventative maintenance (pm) was performed. The system was then tested and met all product specifications. A review of the system¿s event log revealed that sm - ¿failure to turn lamp on: lamp needs to be replaced. The system was manufactured on january 29, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the xenon lamp. However, it is unknown if the xenon lamp is nonconforming or past its rated life expectancy. The root cause cannot be determined conclusively. (B)(4).